Event description:
It was reported that the patient was not able to adjust stimulation. The display was showing a ¿call your doctor¿ icon. The patient reported seeing a power on reset (por) condition. The issue began on the day prior to report. The patient saw a reposition antenna screen and then saw the por. The por screen was informational. The patient cleared the por message. The patient saw the stimulation on icon, implantable neurostimulator (ins) battery full and patient programmer battery full. The patient reported charging more than expected. The issue started 2 weeks prior to report. The patient had to charge on monday and then next monday and then again on the day prior to report. The patient did not usually have to charge that often.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was able to recharge normally and was receiving effective therapy. The patient recovered without permanent impairment. No further follow-up was needed.